Manufacturer narrative:
Section d4,6: a request was made for device information but the customer would not provide this information. Section d7: correction. Section h4: manufacturing date information could not be found as there was no serial number provided. Manufacturer's investigation conclusion: a direct correlation between the vad and the report of suspected device thrombus could not be conclusively determined through this investigation. A specific cause for the elevated ldh could not be conclusively determined through this investigation. It was reported that the patient underwent a pump exchange on (B)(6)2019 due to suspected device thrombus. The patient had dark urine and elevated ldh prior to the exchange. The account could not provide any further information regarding the event. As of (B)(6)2019 the vad was not returned for investigation. If the vad is returned, this complaint will be reopened, and the device will be evaluated. The heartmate ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient received a pump exchange on 18mar2019 due to pump thrombosis. The patient was symptomatic with dark urine and elevated lactate dehydrogenase (ldh). No further information was provided.